Event description:
A falsely elevated troponin I result of 15.78 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested on the same instrument and a result of 0.09 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was inadequate wash due to partially clogged hm wash probes.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the most likely cause for the falsely elevated troponin I result was inadequate wash due to a clogged wash probe. The malfunction was resolved after the customer cleaned the wash probes with guidance from a dade behring technical assistance representative. The instrument is operating within specifications.